Event description:
Joint fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with first synvisc (hylan g-f 20) injection, 2 ml, in the left knee (frequency not provided). The lot number for synvisc was not provided. On (B)(6) 2012, the pt received the second synvisc injection. On (B)(6) 2012, joint fluid retention developed and pt had arthrocentesis performed in which 60 cc of fluid was aspirated. On (B)(6) 2012, arthrocentesis was again performed where 40 cc of fluid was aspirated. On (B)(6) 2012, the pt recovered from the event of joint fluid retention. The action taken with synvisc was not provided. Relevant concomitant medications included ketoprofen. The intensity for the event of joint fluid retention as definite. F/u info was received on (B)(6) 2012 which upgraded the case to serious. The reporting physician assessed the event of joint fluid retention as serious (medically significant).

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.